Event description:
It was reported that the pump and tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.